Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a communicator for unknown indications for use. It was reported that the hcp was not so happy with the communicator, since making connection with ins is sometimes difficult and it is not handy for the patient. The hcp wants to influence product development by telling us that the communicator should be removed in future products. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of difficulty making a connection with the ins was unknown but likely movement of the ins or too deeply implanted. The steps taken to resolve were surgery and also icon programmer instead of the smart programmer.